Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an audio tone/vibration (no sounds) issue. During troubleshooting, the reporter confirmed that the vibratory features were working. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2017 with the following findings: the pump was returned with no functional audio alarms. Investigation confirmed that the vibratory features were functioning. The audible tones functioned normally when the pump cover was replaced. Investigation revealed a piezo contact alignment failure resulting in loss of audible tones. Unrelated to the original complaint, investigation revealed that the display was dim and discolored.